Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after leaving the operating room interrogation showed loss of sensing in the atrium. Fluoroscopy imaging showed the atrial lead had dislodged and had fallen in the ventricle. The lead was explanted and replaced. The patient did not experience any adverse consequences.